Manufacturer narrative:
The device was returned due to a broken rf antenna. The broken antenna appeared consistent with the explant procedure. The device was unable to communicate through inductive telemetry upon receipt, due to low battery voltage. A longevity calculation was performed using default settings and showed that the battery was depleted normally. Inductive telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented for a normal generator change procedure on (B)(6) 2021. During the procedure, it was noted that there was a wire protruding out from the patient's implantable cardioverter defibrillator. The device was explanted and replaced without further consequences. The patient was recovering post-procedure.